Event description:
It was reported that there was no capture. Upon device interrogation, the device identified an rv lead warning, and had reverted to unipolar pacing and sensing. There was no capture at maximum output. The device was removed, and the lead tested with normal measurements via analyzer. When the lead was attached to the same device, no capture at maximum output occurred again in both unipolar and bipolar configuration. The lead was reused and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported that there was no capture. Upon device interrogation, the device identified an rv lead warning, and had reverted to unipolar pacing and sensing. There was no capture at maximum output. The device was removed, and the lead tested with normal measurements via analyzer. When the lead was attached to the same device, no capture at maximum output occurred again in both unipolar and bipolar configuration. The lead was reused and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.